Manufacturer narrative:
Zoll medical corp has not received the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a pt, the device powered on in the incorrect mode and was unable to switch to defib mode. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.